Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune spacer block. Small bal seal retaining post has snapped off. Attune impactor. Impactor has cracked.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device revealed the post was broken. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.